Event description:
On (B)(6) 2022, neotract was made aware of a patient who had received a successful prostatic urethral lift (pul) procedure. During the procedure, the physician was unable to successfully deploy one of the implants and removed the delivery device from the patient. The physician noted that the needle was broken and detached from the device, but confirmed that the entire needle was accounted for by inspecting the device and patient. Further inspection by neotract confirmed that 20mm of the needle was broken, but that the entire needle was accounted for. The procedure was completed and no patient adverse events were reported.